Event description:
It was reported that stent difficult to position occurred. A 12x40x75 epic self-expanding stent was advanced for treatment. During the procedure, the stent strut was not deployed well, as it was hard to see it in the fluoroscopy. The procedure was eventually completed with this device. No complications were reported.